Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the stroke was confirmed via a head computed tomography (CT) scan. The patient developed dysarthria as a result of the stroke. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that on the day of the implant of this transcatheter bioprosthetic valve, the procedure was completed without any major events during the surgery, and no neurological symptoms were observed after the patient returned home immediately after extubation. However, after drinking water in the evening after surgery, the patient complained of dysarthria, and paresis of the right upper and lower limbs was observed. When the patient was examined, the national institutes of health stroke scale (nihss) score was about 6. A contrast-enhanced computed tomography (CT) scan of the head showed occlusion of the left a3, suggesting cerebral infarction following transcatheter aortic valve replacement (tavr). Considering the patient's neurological symptoms had been improving with time, as well as the patient's activities of daily living (adl) before the surgery, it was judged that thromboprophylaxis was not necessary, and the patient was treated with continuous intravenous heparin and oral edaravone. The next day, the patient's right upper and lower limb paralysis improved, and dysarthria, although it remained, showed a marked improvement. Heparin was continued for three days , and clopidogrel was administered thereafter. Transesophageal echocardiogram (tee) after tavr showed no residual pressure gradient and no significant aortic regurgitation. Although the progress was good, the patient was transferred to a rehabilitation center. No additional adverse patient effects were reported.